Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was admitted to the hospital for prostate surgery. Information regarding the underlying reason for the surgery was not reported. On (B)(6) 2010, while hospitalized, the patient developed peritonitis. On (B)(6) 2010 the patient began treatment with fortum 1gm ip once in a day and amikacin 125mg ip once in a day. At the time of reporting, the patient remained hospitalized and continued to receive fortum and amikacin. It was unknown if the event of peritonitis resolved. The root cause of the peritonitis was unknown. Pd therapy continued. The nurse believed that the event of peritonitis was not related to pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem.